Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the cheeks with juvéderm voluma® xc. The patient has unusual swelling, redness and tenderness on the left side only. The injector suspects ¿it¿s infected¿. A physician prescribed antibiotic and low dose steroid. The symptoms have not resolved.